Event description:
A reporter called to submit a report about the issues she is having with dexcom sensors. Reporter stated dexcom sensors are not working for the 10 days as intended. She said the sensors only work either for 7 days or 8 days and starting to rip off. She also said the sensors give wrong results and shut off. She said since she is type 1 diabetic, she really has to rely on accurate results. She cannot make adjustments because she gets wrong readings. She said every single sensor she has used is not working accurately.